Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose value in the range of 400 mg/dl and 300 mg/dl. The customer specified other blood glucose value of 85 mg/dl. The customer treated high blood glucose with insulin pump. The customer also stated that the insulin pump was not working. The drive support cap of the insulin pump was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was monitored and no unexpected low battery alert, failed battery test, or battery out limit alarms occurred during testing. The drive support disk was inspected and no damage or anomaly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).